Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The patient states the tandem t:slim x2 insulin pump was showing low cgm readings, so she ate all day sometime after the sensor was inserted. No mention if she had symptoms or checked the bg. Sometime later, she started feeling dehydrated, her mouth was dry and she frequently needed to urinate. When she took a finger stick reading, she was at around 600 mg/dl so she decided to take her self to a hospital. She was given humalog insulin. She was at the hospital for 2 days and was currently doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.